Event description:
The patient underwent a cervical corpectomy to treat cervical stenosis. It is reported that rhbmp-2/acs was used and that, at an unknown time post-operatively, the patient developed ectopic bone growth causing extreme and debilitating pain and complications including unspecified disabilities in the cervical spine. The post-operative period was allegedly marked by severe painful and debilitating complications and multiple surgeries to remove "massive" bone growth. It is reported that the patient continues to experience ongoing chronic pain, bone overgrowth and other complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Also see medwatch report numbers 1030489-2007-00057 and 1030489-2007-00058.